Manufacturer narrative:
(B)(4) g2: foreign - event occurred in south africa. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during an ankle open reduction and internal fixation procedure, a driver tip fractured at the star interface while tightening 4.0 mm cannulated medial malleolus screws. The fractured fragment was retrieved, and the procedure was completed using a replacement tip. During intraoperative tightening, the surgeon switched hands due to fatigue and then noticed increased movement of the driver on the screw head prior to the tip fracturing. The fragment was removed without major delay, and a different tip was used to complete screw tightening. No known patient impact or adverse consequence was reported. Attempts have been made and no further information has been provided.